Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, smi-02n, spectrum autopass needle, qty 5, was being used during an unknown type of procedure on (B)(6) 2022 when it was reported ¿needle in the clamp difficult to place, while repositioning the camera, the surgeon sees a piece of needle in the joint broken needle. The block not knowing that we were going to declare this incident, threw the needle away.¿. The procedure was reported as having been completed as planned. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the device fragmentation was retrieved from the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have not been reviewed. They were requested from the manufacturer; however, it was not provided. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised if the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. Prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, smi-02n, spectrum autopass needle, qty 5, was being used during an unknown type of procedure on (B)(6) 2022 when it was reported "needle in the clamp difficult to place, while repositioning the camera, the surgeon sees a piece of needle in the joint broken needle. The block not knowing that we were going to declare this incident, threw the needle away". The procedure was reported as having been completed as planned. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the device fragmentation was retrieved from the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.